Event description:
It was reported that during an unknown procedure the first stapler would not fire and the second stapler would not open. The third device was opened with no further issue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the second stapler removed from tissue? Did the jaws of the second device eventually open?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: how was the second stapler removed from tissue? Knife reverse button. Did the jaws of the second device eventually open? Second device actually wouldn¿t close, and nurse was unable to close.